Manufacturer narrative:
Reported event of balloon burst. Reported event of balloon deflation failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used in the esophagogastric junction during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2015. According to the complaint, the balloon burst during the procedure. When the physician attempted to remove the device into the endoscope, the balloon was unable to be pulled through the scope as some inflation medium was still inside the balloon. The scope and the balloon were removed from the patient together. The balloon catheter was cut and the device was removed from the scope. The procedure was completed with this device as the desired dilation was reached before the balloon burst. There were no patient complications as a result of this event. The patient's condition after the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was torn longitudinally. The catheter was found cut and there were two kinks noted along its length. Functional analysis could not be performed due to the condition of the device. The noted device failures likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used in the esophagogastric junction during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2015. According to the complaint, the balloon burst during the procedure. When the physician attempted to remove the device into the endoscope, the balloon was unable to be pulled through the scope as some inflation medium was still inside the balloon. The scope and the balloon were removed from the patient together. The balloon catheter was cut and the device was removed from the scope. The procedure was completed with this device as the desired dilation was reached before the balloon burst. There were no patient complications as a result of this event. The patient's condition after the procedure was reported to be ok.